Event description:
It was reported that there was an impedance problem and noise resulting in oversensing observed on the right ventricle (rv) lead. No intervention has been performed. The patient was in stable condition.